Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of premature battery depletion was confirmed after performing longevity calculations. Bench, ate, and temperature test were performed and no source of high current were found in the device. The battery was analyzed by its manufacturer and an internal short was reported to have been found within the battery. The cause of the premature depletion is believed to be due to this internal battery short.

Event description:
It was reported that the device exhibited premature battery depletion. The device was explanted and replaced.